Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28 lot# v840309, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had had an unrelated colon surgery one month prior to this report. The patient had reportedly turned the device off during surgery and kept it off for three weeks. The patient stated that when the device was turned back on, the programs were gone. The patient had seen her health care provider (hcp) the week prior to this report and had only had one program. The patient stated that the one program did not work well for her. It was later reported that the patient still had concerns regarding the device or therapy but was working with an hcp or manufacturing representative. The patient reportedly had an appointment on (B)(6) 2013. Additional information was requested but was not available as of the date of this report.